Manufacturer narrative:
The device was received for evaluation. During functional testing, 'continuously alarms downstream occlusion' was not reproduced. A review of the event history log revealed multiple 'downstream occlusion!' Messages .a service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition could not be determined. The force sensor will require replacement per service procedure. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump continuously alarmed downstream occlusion. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.